Event description:
"Two tectonix plants were implanted using 4 screws. Upon attempting to implant the final locking cap, it was not possible to screw the cap into the plate. 2 screws were removed along with the plate and another plate wa implanted using same technique. The second plate was not removed. One screw was left in without a locking cap.